Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that the tubing of the device detached. Intervention - the patient was re-intubated. The patient's condition is reported as fine.